Event description:
Hero graft was clotted but rather than perform a declot the surgeon elected to explant the hero graft since it was no longer being used. The patient is now on pd and no longer requires hero for access.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported is accurate or has been confirmed.

Manufacturer narrative:
According to the report, the hero graft was explanted due to occlusion. The patient is on peritoneal dialysis (pd) and no longer requires hero for access. Additional information clarified that the surgeon elected to explant the clotted hero graft rather than perform a declot since it was no longer being used as the patient was on pd. There is no report of device failure. The hero graft instructions for use (IFU) states "the hero graft venous outflow component and connection portion should be removed if the device will not be used for hemodialysis access."